Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was reported assembly product mix / incorrect component. One empty labeled winding former and a needle-suture were received for analysis. During the visual inspection of the opened sample, it was noted a mismatch between the labeled winding former and the suture, since the suture belongs to stratafix spiral product and the labeled winding former to stratafix symmetric product. Upon a further investigation it was found that the products are manufactured in different plants, stratafix spiral products in san lorenzo, puerto rico and stratafix symmetric in juarez, mexico. Therefore, the product could not be mixed our manufacturing process. Also, the needle-suture was visually inspected, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The manufacturing records could not be reviewed as the batch number is unknown. According to the visual inspection, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the barbed suture product code was noted, but the suture present appears to be a different barbed suture. There were no adverse patient consequences reported. No additional information was provided.